Event description:
It was reported that the t2 did not deploy during surgery. A backup anchor was available for use.

Manufacturer narrative:
Visual assessment of the device showed no ts or suture remain on the needle. Ts and suture were not returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is dramatically bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported non-deployment of t2 cannot be confirmed. Unintentional or intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error appears to have been a contributory factor to the event.